Event description:
It was reported that during a hemicolectomy procedure, after taking the device out of the case, he activated less than three times, and the tissue pad fell off from the device. It is not known how the procedure was completed. No adverse consequences to the patient were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The tissue pad of the device was in good physical condition. In addition, the device was received with the hand activations contacts bent. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on the gen11 generator. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display instrument errors or activation issues. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly.